Event description:
A report was received of an endosseous dental implant which was explanted due to inadequate osteointegration. Infection and a heavy bite were noted. The pt wore a full maxillary denture during the healing phase. This is the same pt as reported in MFR report numbers: 2029012199600044,2029012199600045 and 2029012199600046.